Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was returned to the canadian affiliate and not the manufacturer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product received by affiliate.

Event description:
It was reported that a tibial articular surface provisional had cracked after the sterilization cycle. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned part indicate that debris was found on the inferior, superior and anterior surface. The device has cracks onto the superior and posterior sides. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The likely condition of the part when it left zimmer biomet control is considered conforming based on the DHR review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.